Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2022, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® conformable thoracic stent graft with active control system (ctag). The physician sealed the aneurysm conservatively, with no endoleak noted. The patient tolerated the procedure. On an unknown date, a type 1a endoleak was identified. On (B)(6) 2023, a reintervention was performed to address the type 1a endoleak in zone 3, with proximal extension using another ctag. The patient tolerated the procedure. On an unknown date, proximal thoracic aortic degeneration was observed. On (B)(6) 2024, a second reintervention occurred. Another ctag was deployed proximally, and a ctag was used to bridge into the previous ctag from 2023 implanted. On (B)(6) 2025, the patient was noted to have a type 1a endoleak and possible type 1b endoleak. On (B)(6) 2025, an emergent endovascular intervention was performed. Another ctag was deployed proximally with intentional coverage of the left subclavian artery (lsa). Due to access limitations, a distal ctag could not be placed proximal to the celiac artery, and a 24 fr dryseal could not be advanced. The possible type 1b endoleak was not significant enough to intervene on according to the angiogram. No reintervention has occurred on the type 1b endoleak. The patient's thoracic aorta has exhibited progressive proximal degeneration, with each return visit showing growth beyond the existing graft coverage.